Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2016. Approximately 6 years and 3 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: left hip replacement polyethylene wear and osteolysis. The head was dislocated and the head removed. There was not runionosis. There was evidence of reaction in the soft tissue consistent with response to osteolysis. The cup was well fixed. The liner was removed. This had obvious changes consistent with polyethylene wear. The patient was taken to the recovery in a stable condition.

Manufacturer narrative:
D10: concomitants: 3855855 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. 4617852 170-36-00 - biolox delta femoral head 36mm od, +0mm. 4594204 186-01-52 - integrip cc, cluster 52mm, g2. Pending investigation.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.